Manufacturer narrative:
The customer¿s report of error 351.6660.0 (syr plunger position failure) was confirmed in the error log however testing failed to replicate the malfunction. The report of error code 353.7200.5 (syr plunger pos sensor contaminated) was confirmed in the log; this is a ¿log only¿ non-malfunction event and will not cause the system to fail. Review of the syringe module error log showed error code 351.6660.0 (syr plunger position failure) was recorded on (B)(6) 2017 at 11:01 am. Review of the syringe module event log shows that at the same time, a programmed infusion completed and the log recorded ¿syringe calibrate.¿ no anomalies were observed on the syringe module during initial visual inspection. The split nuts were removed and observed under magnification. Light wear was noted on the threads of both split nuts. Functional testing was performed; no errors or malfunctions were observed. The probable cause of error code 351.6660.0 in the logs and displaying to the user as a ¿calibrate¿ message is worn split nuts. The root cause of worn split nuts was not identified.

Event description:
The customer reported that error code 351.6660.0 occurred during an unspecified infusion. The user stated: ¿alaris syringe pump was alarming with the notification "calibrate", wasn't delivering the medication. Unable to reprogram or turn the pump off until it was later disconnected from the brain.¿ no patient harm was reported. During evaluation by the facility biomed, additional error code 353.7200.5 was observed several times in the logs but did not appear to have stopped the infusion and was not visible to the user. An investigation was requested to determine the causes of the errors and how to prevent them.

Manufacturer narrative:
New information received from customer medwatch # 5233000000-2018-8003 determined that this complaint is no longer MDR reportable.

Event description:
Received copy of the customer's medwatch stating: "the bd syringe pump module alarmed with the notification "calibrate". The error occurred during setup and could not be programmed. The module as disconnected from the system and replaced. The device failed (e.g. Broke, couldn't get it to work or stopped working)."